Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: was the suture package dry? No. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? During passage through tissue, also during tying procedure name and date? There were several occasions and they were not documented event date? Last event was (B)(6) 2022. What tissue was being approximated/ sutured? Yes. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported" there were several occasions and they were not documented" please provide the following information for each occasion: sample analysis: one unopened sample of product 635h, lot rlmhpk was returned to for evaluation. Visual inspection to the sample no external damages were observed on the packet. In order to evaluate the condition of the returned sample, the packet was opened, the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed using a instron and the tensile force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,according to the information received, it was reported to the distributor by the account contact that the device is dry and breaking. Samples are available for return. One dispensed needle-suture of product code 635h was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. In order to evaluate the condition of the returned sample revealed that the the wage and attachment area of the needle was noted to be as expected. The suture piece was observed detached do the stress applied to the strand, present damaged on the surface and stress at the end. Functional test was performed using an instron and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/27/2022 additional information was requested, the following was obtained: the only incident the customer can provide information is the one shown below and I believe it¿s closed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.